Event description:
PICC inserted in 2001. Evaluated PICC d/t phlebitis et neg bld return. Pt no longer needs PICC et has good peripheral access. Dc'ed PICC et noted large hole - 21cm from tip of catheter.